Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the user had contacted the it team to unlock the account but after a few minutes the account would be locked again. The tss had made multiple follow-ups to obtain a resolution, but there had been no response from the customer's end and tss had updated the case for closure.

Event description:
It was reported that while using bd pyxis¿ medstation¿ es had a login issue and displayed an error. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.